Manufacturer narrative:
On (B)(4) 2010 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
This issue was observed when the pacemaker was interrogated during inspection. When the interrogation took place, a popup message, requesting device initialization, was displayed on the screen. When the pacemaker was reinterrogated again, the message was not displayed anymore.